Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in the start of the diagnostic procedure when all monitors suddenly went black. The procedure was completed as planned by restarting the system several times. Review of the system log file showed ¿lap stopped responding¿ error which is a software crash caused by the suite pc. The philips field service engineer (fse) inspected the system onsite and identified that the error occurred only once several weeks prior, and the system was running without any error. The system was in good working order. The "lap stopped responding" error is a software error which causes the system to recovery restart, which is the reported black monitors. This issue resolved by itself, and no further reports of this issue have been received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system crashed during an examination. Several restarts were performed, but the device would not fully boot.  The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.